Event description:
It was reported by the affiliate that after an unk procedure the cartridge pan fell off when the cartridge was removed from the device after firing. There were no adverse consequences to the patient.